Manufacturer narrative:
The event did not involve a malfunction of the passy-muir valve. The user failed to follow the manufacturer's instructions stating that the tracheostomy cuff must be completely deflated when the passy-muir valve is placed. As the manufacturer of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet and caution labels warning the user to completely deflate the tracheostomy tube cuff before placing the passy-muir valve. The IFU and warnings state that the patient will be unable to breathe if the cuff is not completely deflated. The caution labels are brightly colored and designed to be placed on the tracheostomy tube pilot line where the cuff is inflated and deflated. Disclaimer: submission of this report does not constitute an admission that any medical personnel, user facility, distributor, manufacturer, or device caused or contributed to the event.

Event description:
The problem arises when the cuff is inadvertently inflated - either due to a lack of training with device, or not realising it is in the circuit - as it is very much coloured the same as the other components of the ventilator is in no way obvious that it is there and someone unfamiliar may not realise. In the incident recently on our unit the anaesthetic consultant did not even notice and had never seen one before. Unfortunately, the nurse in the bed space hadn't appreciate there was a "speaking valve" in the circuit as it is so disguised in the tubing and often they associate speaking valve with small white and green caps directly on the tracheostomy in patients breathing without a ventilator. Our patient was connected with the cuff up so could only inhale for one breath at which point his lungs were inflated and therefore could not take another breath. He became rapidly hypoxic, speaking valve was noted and appropriate remedial action was taken. We have then issued our own internal safety notice, sent out to all anaesthetists and anyone doing intensive care unit (ICU) transfers and all ICU nurses. Our professional development nurses are also ensuring that all nurses have appropriate education at the bedside.